Event description:
On (B)(6) 2014 pt had severe allergic reactions to the lidocaine 6-7 minutes after administering for their PICC line. Patients had no past allergic reactions to lidocaine and had received it for other treatments during their hospital stay. On (B)(6) pt experienced flushing in her face and whelps on her body and was also treated. Pt was not receiving any other med at time of PICC insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device was discarded after the event occurred. A lot history review (lhr) of reyb0153 showed no other similar product complaint(s) from this lot number.